Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "gap" between the patient connector of the transfer set and titanium adapter, which resulted in a loose connection. This was observed before use of the devices for peritoneal dialysis therapy. When the issue was found, the nurse changed the transfer set and the problem was resolved. The titanium adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H6: evaluation method code: replace 4114 with 10. H6: evaluation result code: replace 3221 with 213. H6: evaluation conclusion code: replace 4315 with 67. H10: one actual sample was received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing, including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.